Manufacturer narrative:
Physio-control further evaluated the device as the issue was not initially resolved. With additional testing, physio-control was able to verify the reported issue and replaced the cable connecting the power and therapy pcb assemblies. Proper device operation was then observed and the device was returned to the customer for use. The removed cable assembly was further evaluated in the failure analysis center. The evaluation found contamination and worn out contacts on the cable connecting the power pcb, at connector j8 to the therapy pcb, at connector j20, which likely led to the reported loss of power.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution physio-control replaced, the device's battery pins. Physio completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to transmit data. There was no patient use associated with the reported event.